Event description:
It was reported that the patient presented for a follow up and the lead exhibited high thresholds. The fluoroscopy confirmed the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.